Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (39 mg/dl). Reportedly, the customer has experienced low blood glucose levels on other forms of insulin delivery for the past 5 ears.